Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 500s mg/dl and the cause was not known. A correction bolus was delivered to address the bg level. The customer was hospitalized for the high bg and was administered insulin. A pump system check was performed and no device issues were identified. Upon follow-up, the customer was reported to have been discharged on (B)(6) 2017. The healthcare provider removed the customer from the pump as it was thought that the pump was not delivering insulin. Reportedly, a tandem clinical diabetes specialist discussed the event with the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Additional information received reported that the customer was using another tandem pump and was doing well.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.